Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator, 2013 (B)(6); 4076 implantable pacing lead, 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had a pericardial effusion. The atrial lead was removed to allow the patient to heal. No further patient complications have been reported as a result of this event.